Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient in his vehicle. The customer also reported that the patient replaced the onboard batteries with 2 fully-charged onboard batteries and the fault alarm continued. The customer also reported that the patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient in his vehicle. The customer also reported that the patient replaced the onboard batteries with two fully-charged onboard batteries and the fault alarm continued. The customer also reported that the patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The onboard batteries used by the patient at the time of the reported fault alarm were not returned to syncardia and could not be evaluated as part of this investigation. Visual inspection of the driver revealed fractured housing bosses and raised inserts at multiple locations, which could have resulted from an impact shock. Review of the alarm history (eeprom) revealed that one fault alarm was recorded and was likely the fault alarm that occurred while the driver was supporting the patient. This alarm is produced: (1) during onboard battery exchange while the freedom driver is not connected to external power and is operating only on onboard battery power; (2) if an onboard battery is not fully latched in place, and intermittent communication errors result in a fault alarm; and (3) if the external power source has an intermittent connection with the driver, and an onboard battery is removed. The driver was functionally tested, and despite the observed damage, the driver passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. In addition, an onboard battery insertion/extraction test was performed with and without external power supplied to the driver, and the driver functioned as intended with no issues observed. The reported fault alarm could not be reproduced. During the investigation, the freedom driver performed as intended, and there was no evidence of a device malfunction. The driver was repaired and serviced and passed all final performance testing. The reported issue posed a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.